Event description:
It was reported that the customer went to the hospital with a blood glucose (bg) level of approximately 800 mg/dl on approximately 5/17/2026 (although specific date was not provided). Cause was not known. Customer was discharged on approximately 5/24/2026. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.